Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is stating service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and observed the pca burned. The customer complaint was replicated. There was one error has been identified. The device was scrapped.